Manufacturer narrative:
Continuation of d10: addr01 ipg implanted: (B)(6) 2011 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by a patient representative that the same day post implant of an implantable pulse generator (ipg), the ipg was protruding almost half an inch from the normal skin level and that the ipg was not installed correctly. The protrusion is excessive and not to normal expectations. It was suspected that during the ipg implant the device "rotated some and became raised". It was also reported that the protruding ipg was "more than 5/8" from the original skin line" and touching the collar bone/ "on top of the collar bone". The patient stated they can "can feel the edges very easily" and they believe they can feel the right atrial (ra) lead and right ventricular (rv) lead. It was noted that the patient's skin felt tight and they experienced a persistent medium level pain, which obstructed some movement. The ipg and leads remain in use. No further patient complications have been reported as a result of this event.